Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation,

Event description:
A facility reported a codman perforator (ID 261221) disassembled when pulling the device from cranium after making the first burr hole. The first burr hole was made successfully with forming bone pad. The perforator was used with anspach drill system and there was a total of 1 burr hole made by the device. The procedure was completed with a replacement product available. The event led to less than 30 minutes surgical delay. According to information provided, it is unknown if the perforator clicked into place in the drill, and if the recommended spring tests were performed between each burr hole. It is also unknown how the procedure was completed. The current status of the patient is unknown.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR)- the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.